Event description:
It was reported that the patient was a passenger in a car that was hit by another car on (B)(6). The patient stated that a wire broke, and that she was told the impact from the car accident could have damaged the implantable neurostimulator or wire, leading to a need for a new revision. Additional information received reported that the patient never mentioned a car accident before her revision.

Event description:
Follow up information received from the healthcare professional confirmed the event was due to the patient involvement in a car accident. No patient symptoms were reported as a result of the event. Impedance measurements were normal. Following the revision/replacement surgery, the patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Lead model 3093-33, lot# v335182, implanted: 2009-(B)(6), explanted: 2011-(B)(6), programmer model 3037, serial# (B)(4).